Manufacturer narrative:
Correct contact address (B)(4).

Event description:
The customer reported a no power condition. No patient harm reported.

Event description:
The customer reported a no power condition. No patient harm reported.

Manufacturer narrative:
Patient information requested, pending patient information.